Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not close. They tried emergency procedure and it was unsuccessful, and they were unable to say why it was unsuccessful.  There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID unk_oarm_comp; product type: product ID kit svc bi71000273 slides door cable kit svc bi71000429 door winch replacemnt. H3: no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Testing determined the door winch guides broke off and the winch cable frayed. Extracted damaged screws, replaced cable guides and door winch . Completed a system checkout and the system is operational. Evaluation of the returned winch bi71000429 lot# w2304120267 rev. K confirmed the event. Visual inspection shows the drive gear shaft on the motor is bent and the returned section of the cable is kinked. Damaged door winch assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.